Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance, loss of capture and oversensing. After x-ray imaging, lead damage was apparent on the proximal lead body near the clavicular ligament and the lead was then explanted. Lead damage was clearly visible at the moment of explant. No additional adverse patient effects were reported.